Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the harvester noticed a clear object inside the tunnel. The harvester removed the bisector, inspected the jaws, and noticed a piece of the clear plastic had broken off. The clear piece was removed by using the bisector as a grasper. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool and no resistance was noted while inserting the harvesting tool into the cannula. No additional incisions or procedures were required. No procedural delay. A new device was opened to complete the procedure. No injury to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25163065 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/01/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were visible on the harvesting device handle, jaws, and heater wire. Charred material was visible on the heater wire. The clear silicone insulation at the base of the cold jaw was observed to be peeled off, exposing the metal portion at the base of the jaw. The detached silicone piece was not returned for evaluation. The silicone of the hot jaw and the heater wire were observed to be intact with no visual defects observed. The jaws of the harvesting tool were observed to be bent away from the tip of the shaft. The black shaft was observed to be peeling away from the base of the jaws. Due to the damage to the jaws and shaft, the jaws could not be opened completely and no electrical testing was conducted. Based on the returned condition of the device was well as the evaluation results, the reported failure "peeled; jaw/delaminated" and the analyzed failures "material twisted/bent; shaft" and "peeled; shaft" were confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.